Manufacturer narrative:
No intraocular lens (iol) returned for evaluation. Non company components along with lens case were returned in the carton. The complainant indicates the use of company cartridge, which is not qualified for use with associated iol model/dioptre combination while we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the surgeon states the use of non-qualified cartridge combination with the associated company lens model . The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during the intraocular lens (iol) implant procedure, the iol found to have scratch. Additional information has been requested. Additional information received and stated that, the patient issue has been resolved by using the new lens. There was no patient harm. The patient was not hospitalized.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The complainant indicates the use of company cartridge, which is not qualified for use with associated iol model. The manufacturer internal reference number is: (B)(4).